Manufacturer narrative:
Date of event is not available. Last dressing change the home health is aware of is (B)(6) 2018. (B)(4). Based on information provided, kci cannot determine the date the foreign body alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. A dressing change was performed by the home health on (B)(6) 2018 and v.a.c. Whitefoam¿ dressing was not utilized. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Kci is reporting this event as a potential user error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 11-nov-2020, the following information was reported to kci by the home health agency: per the patient, a foreign material alleged to be v.a.c. Whitefoam¿ dressing was left in the wound and the wound has subsequently closed. On 13-nov-2020, the following information was reported to kci by the home health agency: per the patient, the foreign material was surgically removed from the patient's wound. The home health agency performed one dressing change on (B)(6) 2020 after the patient transitioned home from the hospital. V.a.c. Whitefoam¿ dressing was not used during the dressing change. On 02-dec-2020, the following information was reported to kci by the home health agency: v.a.c.® therapy was placed in the hospital after surgery and removed before patient was discharged from hospital; dates not available. On (B)(6) 2018, the wound v.a.c.® was delivered to the patient. The patient did not receive another dressing change from the home health as the patient was in and out of the hospital and subsequently discharged from home health services on (B)(6) 2019. No additional information available. The v.a.c. Whitefoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.